Manufacturer narrative:
The device was not returned to the manufacturer. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the scrub tech was preparing to mix the liquid portion of the cement with the powder portion. When the scrub tech went to pop off the top of the liquid vial, the glass neck portion of the vial shattered sending glass pieces flying around. It was stated that usually the neck of the vial just snaps off smoothly. The surgeon then took the second vial - same lot number - and tried to pop off it's top. The same thing happened causing glass pieces to again go flying. This time one of the pieces hit the surgeons mask and landed back in the sterile field causing contamination of the area it landed on. Because of the break in sterility, and possible glass pieces in the cement, new cement was opened and the case was finished. No injuries to the surgical team or the patient were reported. There was a 5 minute delay/extension in surgical time reported. The product involved in the reported issue were discarded by the hosp.